Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0vyt9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The company representative reported that the patient had developed an infection at the wound site. The patient saw their health care provider (hcp) on (B)(6) 2015 and was put on additional antibiotics (bactrim) for 17 days. The patient's in home nurse noted that the patient's pain had gone down and the patient was no longer taking percocet. This event occurred during use. The patient's indicator for use (IFU) was not provided and remains unknown.